Event description:
It was reported that a revision was performed due to an implant fracture.

Event description:
On 04/29/2015: received updated information. The patient received pain medication in (B)(6) 2014. In (B)(6) 2015, the pain increased and images confirmed a stem breakage.

Manufacturer narrative:
The affected device was returned and evaluated. An initial visual assessment of the returned device confirmed that the stem had fractured in two places. It was also noted that the distal slot appeared bent so that the opening is wider than intended. A review of manufacturing records did not reveal any waivers, concessions, material or manufacturing abnormalities that could have contributed to this issue. Microscopic examination of a fracture surface revealed signs of fatigue striations indicating that the fracture mode was fatigue. A possible cause of fracture was lack of proximal support. This would subject the stem to fatigue loads at a more distal location on the stem. The stem may have been well-fixed distally as evident by the bone on-growth on the distal portion of the stem. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.